Event description:
Procedure: laparoscopic colon. Patient sex: unk. Reportedly after the firing the stapler, the jaws would not open properly. The surgeon removed the device by force which caused a "crush wound" of membrana serosa. However, there was no treatment needed and there was no patient injury reported.